Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on all channels, which was suspected to be electromagnetic interference (emi). The noise was oversensed by the device which caused pacing inhibition. The pacing inhibition led to the patient experiencing asystole, greater than 2 seconds. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on all channels, which was suspected to be electromagnetic interference (emi). The noise was oversensed by the device which caused pacing inhibition. The pacing inhibition led to the patient experiencing asystole, greater than 2 seconds. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Section e1 updated. If pertinent information is provided in the future, a supplemental report will be submitted.